Event description:
The reporter did back to back blood glucose tests, minutes apart, using separate fingersticks, and got results of 355 and 284 mg/dl. She did not report any symptoms. Reporter was applying her blood sample to the confirmation dot instead of the pink area on the strip. Upon follow-up, the reporter was walked through a test and got a result of 145 mg/dl.